Manufacturer narrative:
Investigation results: visual investigation: the parts have been visually and functionally investigated. Visually, the product is in mint condition, and no deviations were found during the functional test. During the functional test according to the test specification, a max. Temp. Of 29.6° was determined after 3 min (start temp. 22°) (target max. Is 41°). No deviation batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary. Associated medwatch-reports: 9610612-2021-00033 (400499625 +gd450m) 9610612-2021-00034 (400499628 + gd450m) 9610612-2021-00035 (400499629 + gd450r) 9610612-2021-00036 (400499630 + gd450r) 9610612-2021-00032 (400499624 + gd450m)

Event description:
The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the customer account a lot of problem with the handpiece some of them provoked burns because of overheating. Septo-rhino angioplasty additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00034 (400499628 + gd450m) 9610612-2021-00035 (400499629 + gd450r) 9610612-2021-00036 (400499630 + gd450r) 9610612-2021-00032 (400499624 + gd450m).